Event description:
It was reported that the ".038 guide wire caught up within lumen of catheter causing it to unravel and break. A new set had to be opened in order to successfully insert catheter." The pt required a blood transfusion due significant blood loss due to the difficulty removing the unraveled, broken guide wire.